Event description:
The pump was sent in for svc where a failure code 715:00 was found in the event history. The customer was contacted by baxter tech support and stated that "this pump has not been involved in a pt incident since the last baxter svc event."